Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned stent delivery system was in used condition without the stent, which had reportedly been deployed in the patient. The inner catheter cardan tube was found broken near the distal end, and the distal tip was missing. Provided images confirmed that the inner catheter cardan tube fractured and detached inside the patient. This leads to a confirmed result for breakage and detachment of the inner catheter cardan tube. No indication of a manufacturing-related cause was found. In this case, the vessel was not tortuous or calcified, the lesion was not pre-dilated, and system-compatible accessories were used. The system was correctly held at the stability sheath, and no difficulty or force increase was noted during deployment. The guidewire moved smoothly, but resistance was felt during repositioning. Based on the investigation of the provided information, the complaint is closed as confirmed for breakage and detachment of the inner catheter cardan tube inside the patient. However, a definitive root cause for the reported event could not be determined. Labeling review: the relevant labeling addresses the potential issue. The instruction for use (IFU) states: ¿do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.¿ regarding pre-dilation: ¿pre-dilatation of the lesion with a balloon dilatation catheter is recommended.¿ required materials: ¿5f (1.67 mm) or larger introducer sheath; 0.014-inch (0.36 mm) to 0.035-inch (0.89 mm) diameter guidewire.¿ for insertion/removal difficulty: ¿if resistance is met during stent system introduction, withdraw the stent system and use another. If resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together. Visually confirm the delivery system integrity after removal.¿ holding and handling instructions during deployment were found to be sufficiently described. G3, h6 (patient, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent 5f vascular stent. During use, after stent deployment, it was reported that the part of the deployment catheter had been broken/fractured inside the patient. They tried to snare out the broken pieces, but some part was still left inside the body, and it ruptured the vessel. The procedure was not successful, so they took the patient to surgery for a femorotibial bypass. The current status of the patient was unknown.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent 5f vascular stent. During use, after stent deployment, it was reported that the part of deployment catheter has been broken/fractured inside the patient. They have tried to snare out the broken pieces, but some part was still left inside the body, and it ruptured the vessel. The procedure was not successful, so they had taken the patient to surgery for a femorotibial bypass. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.